Manufacturer narrative:
Correction: manufacturing facility: (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address heterotopic ossification and trending metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 7/27/15-pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. No labs were provided for the alleged high metal ions. The stem is now being added to the complaint. The complaint was updated on:7/27/2015.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Per wi-3430, a review of the device history records is no longer required for the provided product and lot combinations. Per the initial reporting there is no additional information available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.